Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800 clinical chemistry analyzer and replaced the co2 membrane to resolve the issue. The fse cleaned the dirty cl tip and the flowcell ports. The fse performed integrity and ise verification assessment checks along with quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported questioning the patient results for ion selective electrode including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) due to low anion gaps on their dxc 800 clinical chemistry analyzer. The customer repeated the patient samples on another dxc analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.